Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor.

Event description:
The customer reported via phone call that the insulin pump was dripping without numbers on screen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.